Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high out of range impedance measurements, no sensing and loss of capture (loc). The patient was admitted to the hospital with pre-syncope and complete heart block with an escape rhythm of 30 beats per minute (bpm) observed. A lead fracture was noted and a lead revision procedure was performed. This lead was surgically abandoned and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and will not be returned. No additional information is available at this time. If additional information becomes available, this report will be updated.